Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same pt reported under mfg numbers 9616099-2007-01389, and 9616099-2007-01390. Additional information will be submitted within thirty days upon receipt.

Event description:
A report was received from an academic conference, (the 16th annual meeting of another country society of interventional cardiology), associating two cypher stents with stent strut fracture 20 months after implantation. According to the report, a male pt with a history of hypertension, diabetes mellitus and previous percutaneous coronary intervention (pci) presented chest discomfort in 2004. The pci, (balloon angioplasty) was conducted in 1990 to treat a 90% stenosed lesion in the left anterior descending coronary artery. Coronary angiogram showed a 75% stenosis in the proximal and mid right coronary artery, the proximal left circumflex and the obtuse marginal coronary arteries. The lesions in the proximal left circumflex and the obtuse marginal were treated by implantation of a 3.5 x 12mm driver stent and a 2.5 x 15mm tsunami stent respectively for a final stenosis of zero percent. Two cypher stents were implanted in the proximal right coronary artery overlapping one another and another stent were implanted in the mid right coronary artery with a gap between the proximal and the mid right coronary artery segments for a final percent stenosis of zero. No other information regarding the procedure was provided. Twenty months following the procedure, fluoroscopy and intravascular ultrasound showed fractured stent strut at the mid rca distal to overlapped site of the cypher stents. There was no restenosis at the site.